Event description:
Review of physician¿s notes with seizure frequencies for this vns patient showed that the patient experienced an increase in seizure from 1-3 per day to 4-5 per day, noted on 06/22/2009. The patient¿s settings at this time were provided. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history.